Event description:
It was reported that the patient underwent a breast surgical procedure on (B)(6) 2014 and suture was used. The needle came off of the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a representative sample from the same lot involved in this event was returned for evaluation. It appears that a strong stiff zone caused during annealing process could lead to the detaching of the needle.